Event description:
The system was returned with no information. The patient expired a year previous to return. The lead (implanted for over 17 years) tested out of specification during manufacturer's analysis.